Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. It was determined that the root cause was a defective touch screen. Informed customer that they will receive the display in next few days. Updates received that customer had already replaced the display.

Event description:
The customer reported that the touch screen of this device is not functioning and they have to restart the unit to get the unit to the normal condition. There was no patient involvement associated with this event.